Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found signs of repeated use and a corner has fractured off. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device has a potential field age of 3 years and exhibit signs of repeated use with an unknown number of uses. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor was slightly cracked during femoral insertion. Attempts have been made and no further information has been provided.